Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: the tip of the instrument is damaged. The broken parts have been disposed by the hospital.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
(B)(4): the manufacturing and raw material papers were reviewed and were found to be in specification. The measurable dimensions met specifications. The information given did not provide sufficient evidence for an exact determination. No product fault could be detected. (B)(4): placeholder.